Event description:
Boston scientific received information from a journal article publication regarding a right ventricular lead thrombus. The issue had been identified during pregnancy and it was further noted that the thrombus was in close proximity to the tricuspid valve. The article did not specifically state the patient had a boston scientific implanted system; however, boston scientific products were included within the patient population. Patient was then treated with medication and later diagnosed with a positive family history of venous thromboembolism (vte). Patient remained well during the pregnancy with no reported complications and delivered at 36 weeks. Post-partum the patient presented with leg swelling and shortness of breath. At this time, it was reported the thrombus size had increased, causing a tricuspid valve in-flow obstruction. The patient underwent immediate surgical intervention, to include removal of the thrombus and ICD system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.